Manufacturer narrative:
The reported event could not be confirmed. The device functioned normally throughout product testing. Based on the information received and the investigation performed, the cause for the reported event was unable to be determined. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
It was reported that during an rfa procedure the generator would not register the ports and showed high impedances. Probes were inserted into the patient and switched to attempt to resolve the issue unsuccessfully. The procedure was abandoned.